Event description:
It was reported that the patient had changed out their own controller. The change was made due to a small tear in one of the battery cables which compromised the integrity of the internal wires. The patient was provided with a new backup controller. Log file analysis of the log files downloaded from the returned system controller found intermittent low voltage hazard and no external power alarms on the mobile power unit (mpu). The alarms occurred on 25jun2022 from 08:31:56 to 8:32:09 and from 22:59:34 and on 26jun2022 from 07:01:17 to 07:01:35 due to losses of external power while connected to the mpu. Controller related MFR #: 2916596-2022-12234.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the log file downloaded from the returned system controller. The downloaded log file contained approximately 11 days of data (25jun2022 ¿ 06jul2022 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms on 25jun2022 from 08:31:56 to 08:32:09 and from 22:59:19 to 22:59:34 and on 26jun2022 from 07:01:17 to 07:01:35 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information including, if the mobile power unit (mpu) has a v-lock connector on the ac power cord, if the ac power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.